Event description:
It was reported that a system error 2240 (air in line) alarm occurred on the homechoice machine during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting it was noted that there was an open clamp on an unused supply line. The alarm was cleared and the patient was to start therapy over using new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on an unused line is a known cause of this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs users to make sure that all clamps on unused fluid lines are closed securely and to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.